Event description:
A us distributor reported that a monitor was experiencing resets.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor resets) was unable to be duplicated the abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. After incoming evaluation, it was found that the defibrillator board pins were bent at connectors j1002aa & j1003aa, as well as physical damage to the rear response button. The root cause of the physical damage to the bent pins and the response button was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.